Event description:
It was reported that pump display had pixel issue that affected ability to read and interact with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump while awaiting replacement and planned to rely on alternate method if needed, while technical support arranged shipment of replacement pump.